Event description:
It was reported that the iab was inserted in the right femoral artery via a sheath without any difficulty. On start-up of the autocat2 wave, the console experienced purge failure alarms. The console was reset and started again. Difficulty was experienced getting good augmentation in the cath lab, but on transfer to ICU the alarms were quiet and sorted out. On arrival in the ICU, the pump operated well with no alarms. After an hour it started alarming purge failure, high pressure, helium leak. When the clintech arrived he noticed blood in the tubing set. The physician was notified and the pump was put in 1:8 ratio until the physician arrived an hour later. The iab was then removed. A new catheter was inserted without any further difficulty. This event occurred in 2006 but arrow did not receive the complaint until 13 days later. Follow-up report will be filed when evaluation is complete.